Event description:
The customer reported the shock button does not work on the paddles.

Manufacturer narrative:
(B)(4). There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.